Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lgzp, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the conductor coils were crushed; there was no impact to electrical functionality, normal impedances were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the nurse thought that the patient had broken their tined lead again. When an impedance check was ran at 1 volt, a few combinations showed greater than 4000 ohms. The patient was not comfortable running an impedance check higher than 1 volt. The patient's symptoms had returned and they were feeling uncomfortable stimulation during normal use. The nurse had worked with the patient and their mother over the past few months to try different programs. The doctor decided to replace the lead. The impedance was checked at 2 volts when the patient was under general anesthesia, no electrode combinations showed impedance out of normal range. Impedance check was also ran after the new lead was placed at 2.0 volts and all electrodes were in normal range. Patient was an active (B)(6), patient and mother could not remember a specific incident that may have caused the change. It was reported that the tined lead was replaced and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
The lead was returned, but analysis not yet complete. If information is provided in the future, a supplemental report will be issued.